Event description:
--

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Initial laboratory analysis found the device did not meet longevity calculations per programmed values.

Manufacturer narrative:
Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. Guidant (now boston scientific crm) distributed updated longevity estimations in (B)(6) 2004. Longevity estimates for prizm he devices remain unchanged. This device did fail the "induced shock (delivered energy)" test software limit, but the delivered energy and all of the other shock pulse parameters that were recorded as part of the induced shock test were within the "induced shock specifications" defined in the test requirements specification. The device passed all other functional and operational testing.